Event description:
I received sculptra injections from a board certified cosmetic surgeon - (B)(6) - experienced in performing this procedure. I got 3 vials, all injected the same day in six sites on my face. My problem: after the injections, I rubbed the injection sites, as prescribed. I have hard lumps in my face now from the sculptra, one of which is clearly visible. It is about 1 inch long on my cheekbone. It has a lumpy appearance and is hard. It is recommended to get 3 rounds of injections, I only got one round because the lumps started to appear and I didn't want any more to grow. From what I have read online, the results with this product vary widely, with many people reporting disfiguring lumps on their faces, like mine. I would like the FDA to investigate the predictability of claims of its results, and safety for the public. Dose or amount: 3 vials. Frequency: once. Route: IV. Dates of use: (B)(6) 2009. Diagnosis or reason for use: loss of volume in face - aging - cosmetic.